Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID# (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached and remained in the patient. The target lesion was in the tibial artery. After crossing the lesion, the viperwire guide wire appeared to be damaged. The oad was advanced on the wire and atherectomy treatment was completed. A balloon was then advanced over the guide wire in an attempt to straighten it, however when the balloon was removed the tip of the wire was noted to be detached. The wire fragment remained in the patient and they were stable following the procedure.